Manufacturer narrative:
Device evaluation completed on february 7 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the saline implant was found to have a tear on the anterior view, measuring approximately 0.8 cm. Leak testing was performed, in accordance with mentor's procedures and no additional tears were found. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Since no evidence of instrument damage was found, the contralateral implant could not be identified, therefore, both returned implants were analyzed.  Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: per product investigation a tear was found on the concomitant implant at a junction at the valve system to the saline implant. Given that instrument damage was not found and the cause of the tear could not be identified (right) side deflation was created per conservative approach. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number pc- (B)(4).

Event description:
It was reported that a 56-year-old caucasian female who underwent a breast augmentation primary with an unknown mentor saline breast implant experienced left-sided deflation post procedure. As a result, patient underwent bilateral replacements as follow: left catalog number 3503001bc, serial number (B)(4), right catalog number 3503001bc, serial number (B)(4) on (B)(6) 2022.